Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that the suture was broken multiple times when the surgeon attempted to sew uterine myometrium, which affects the patient's treatment. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Please confirms how the reported issue impacted the patient's treatment: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.